Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported the PICC team received a blue bullseye but it was read by radiology as being proximal (higher than where is should be). There was no delay in therapy and no pt death or complications reported.